Event description:
It was reported via repair work order that there were no siderail controls functioning on either side of the bed due to a siderail cables malfunctioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.